Event description:
The customer reported that the subtraction images were intermittently whited out and unable to be viewed. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.